Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a (B)(6) female underwent both mitral and aortic valve replacement after an implant duration of approximately eight (8) years. This report will address the aortic valve. It was learned through investigation that patient had severe aortic prosthetic valve stenosis. Per patient's medical records, diffuse calcification of the atrial wall was present. The exposure was difficult; however, the valve was removed and good functional insertion of a new edwards bioprosthetic valve was accomplished. There were no adverse patent effects as a result of the replacement. The bioprosthetic valve will not be returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. There is insufficient information to conclusively determine the root cause for the reported stenosis. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. Of note, this patient had his mitral valve explanted due to stenosis as well. Please reference MFR report #2015691-2013-21653 regarding that device.